Manufacturer narrative:
The company cartridge was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified handpiece. The viscoelastic used was not provided it is unknown if a qualified product was used. The product was not returned. The root cause for the reported damage may be related to a failure to follow the IFU (instructions for use). The indicated handpiece is not qualified for use with company lenses. The viscoelastic used was not provided it is unknown if a qualified product was used. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, cartridges got cracked while the lenses were being implanted. The surgeon had followed the all instructions as per directions. There was no patient harm reported. Additional information has been requested. There are four medical device reports associated with this file. This is 2 of 4 files.